Event description:
The pump screen went blank unexpectedly, and the led was not blinking, which required the customer to plug it into a power source to turn it back on. The customer's blood glucose level did not exceed 500 mg/dl, which indicates that there was no adverse impact. The customer was educated on the need to reset certain pump settings and manually restart cgm sessions after the pump shuts down or resets, and they understood this information. Further investigation was to be conducted by technical support.